Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump had blank display. Customer¿s blood glucose level was 190 mg/dl. Customer also reported that the insulin pump had blank display however, insulin pump was damaged at battery compartment as well as at lip ring. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.